Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the multi-function cable of the associated defibrillator would intermittently disconnect itself from the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.